Event description:
During an in clinic follow up, decreased sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.